Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded signal artifact monitoring (sam) episodes due to oversensing of minute ventilation (mv) chop and also exhibited high out of range pacing impedance of greater than 3000 ohms on the right atrial (ra) lead. After the sam episodes, there were atrial tachy response (atr) episodes exhibiting oversensing of non-physiologic noise which led to false positive mode switches. It was noted the patient's intrinsic rhythm was coming through. Technical services (ts) suspected a lead fracture and recommended bringing in the patient for testing. Additional information was requested from the field. This ICD remains in service. No adverse patient effects were reported. Additional information was requested from the field. At this time, no further information was available. This investigation will be updated should further information become available in the future.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded signal artifact monitoring (sam) episodes due to oversensing of minute ventilation (mv) chop and also exhibited high out of range pacing impedance of greater than 3000 ohms on the right atrial (ra) lead. After the sam episodes, there were atrial tachy response (atr) episodes exhibiting oversensing of non-physiologic noise which led to false positive mode switches. It was noted the patient's intrinsic rhythm was coming through. Technical services (ts) suspected a lead fracture and recommended bringing in the patient for testing. Additional information was requested from the field. This ICD remains in service. No adverse patient effects were reported. Additional information was requested from the field. At this time, no further information was available. This investigation will be updated should further information become available in the future.